Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 11-feb-2022 and 29-mar-2022, a (B)(6) male patient's infusion set's tubing detached/broken at site connector prior to insertion. The patient had high blood glucose levels and high/ large ketones which they tried to treat with multiple daily injections (correction injection). Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.